Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found fluid was able to flow freely through the fluid path. No bends or kinks were observed in the exposed portion of the soft cannula. Damage was found on the distal tip of the exposed portion of the soft cannula. Fluid was able to travel the complete fluid path. The exact cause and timing of damage to the exposed portion of the soft cannula could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 324 mg/dl while wearing the pod between 4 and 24 hours. The patient stated they removed the pod but did not look at it since they were in church so they put the pod in there pocket but when removed from there pocket they noticed the cannula was bent. The patient was unsure of it was bent after removal or was due to being in there pocket.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.